Manufacturer narrative:
(B)(4). This complaint for a use error - breach in aseptic technique issue and peritonitis is confirmed. The cause was undetermined. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be sent.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of patient made mistake/break in aseptic technique (coded as peritoneal dialysis complication) and peritonitis in a patient, coincident with dianeal pd2 ultrabag (dianeal pd-2 peritoneal dialysis solution ultrabag with 1.5% dextrose) therapy. On (B)(6) 2012, the patient began dianeal pd2 ultrabag therapy (dose, frequency and lot number not reported), intraperitoneally (ip) for peritoneal dialysis. Dianeal therapy was ongoing. On an unreported date, the patient made mistake/break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was patient made mistake/break in aseptic technique. On an unreported date, the patient began unspecified treatment. Outcome: peritonitis-resolving.